Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value unknown) and ketone level was moderate. Customer was treated in the emergency room (ER) with insulin and intravenous fluids. After 6 hours, customer left the ER; contact did not recall customer's bg level. Contact did not know cause of elevated bg.